Event description:
It was reported that during a routine inspection, it was observed that the red light on the charger device was on when in use with the power module device. According to the report, when the information button was pushed, nothing was displayed. The event did not occur during surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4): the manufacturer location was documented as unknown in the initial report. The location has been updated to waldenburg. Contact office name/address have been updated accordingly to reflect the corrected manufacturing facility. The date of manufacture has been updated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The manufacturing location was unknown. Device manufacture date is unknown. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had broken housing. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to mishandling/ dropping the device. This was further defined as misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.